Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went on-site and evaluated the ventilator. It was determined that the main board and user interface assembly needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has 2 inch band going from top to bottom on left side of screen seen when turned on. The customer confirmed that the reported event has no patient involvement.